Event description:
Expired hammerfix instrument kit used in a case. No patient effects reported.

Manufacturer narrative:
Although no patient complications or adverse events were reported to date, use of the expired instrument set could cause or contribute to a serious injury.